Event description:
It was reported that during a percutaneous coronary intervention procedure there was difficulty crossing the lesion and stent damage. The 99% stenosed lesion was located in the calcified and severly tortuous proximal to mid right coronary artery. Predilatation was performed with an unknown balloon five times. The 3.50x12mm taxus liberte was advanced to the lesion and did not cross the tortuous part of the lesion. Dilatation was performed three additional times and the stent still could not cross the lesion. It was removed and it was noted that the distal edge was lifted. The procedure was completed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).